Event description:
Coopervision was made aware by the optician's practice that the patient had neovascularized to both corneas after wearing frequency 55 lenses for many years and that the patient's condition was not caused by the lenses. An incomplete medical record form from the practice also relates that the contact lens did not cause the problem. Date of event is unknown. Patient demographics are unknown other than male. This event is being reported in an abundance of caution on the ecp's report of neovascularization to both corneas. Lenses were not returned. Lot numbers are unknown.

Manufacturer narrative:
No lenses were returned for evaluation. Lot numbers are unknown. The complaint is unconfirmed. Submission of a report does not constitute and admission that medical personnel or the product caused or contributed to the event, if any.